Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification up to 1st june 2014. The device failed multiple self-tests due to a low battery between 8th-26th june 2014, a fresh pad-pak was then installed and the device performed to specification up to the 26th april 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device is switching on automatically.